Event description:
It was reported that during a da vinci-assisted cholecystectomy, the medium-large clip applier would not close the clip completely. The customer exchanged for a new clip applier during the procedure. There were no delay or missing pieces. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the evaluation. Failure analysis (fa) could not replicate nor confirm the reported complaint. Functional testing of the device in an attempt to replicate the reported complaint was not possible due to the returned condition of the device. Additionally, the instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The root cause of this failure is attributed to mishandling or misuse. The instrument was found to have multiple input disks broken and cracked. Fa found hairline cracks on grip input shaft. Input disk #7 was found broken into pieces inside of the housing. This failure caused the engagement failure of the instrument. The root cause of this failure is attributed to mishandling or misuse. A review of the device logs for the medium-large clip applier ((B)(4)) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2022 via (B)(4). There were 7 uses remaining after this last usage. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.